Manufacturer narrative:
1. DHR/bhr review(lot#3325895): 1)this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the specific damage state of the complained sample cannot be confirmed, the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. The following information was provided by the initial reporter: the child is male, 1 month, due to "cough" 5-6 days, poor response for a day, on (B)(6) 12: 28 minutes to the hospital, pale, weak cry, poor response, immediately given oxygen, measured t36.6, p142 times / min, r36 times / min, blood oxygen 92%, immediately set up an intravenous access, giving leakage was found when intravenous needle was injected, and the child's vein was thin and difficult to puncture, so the needle was replaced immediately, and due to timely detection, the intravenous infusion was smooth and did not cause any adverse consequences to the child.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.